Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient rhythm was bradycardic, activated clotting time (act) levels were 265s, left atrial pressure was 26mmhg and heparin was administered. The device was one partially recaptured and successfully implanted. The patient had a chest pain immediately following the procedure and a 28mm circumferential pericardial effusion was noted. The physician mentioned the cause of effusion was amulet device. A pericardiocentesis was performed. The patient was reported stable and hospitalized.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient had a chest pain immediately following the amulet implant procedure and a 28 mm circumferential pericardial effusion was noted. Also reported that the physician mentioned the cause of effusion was amulet device. Information from field indicated that the activated clotting time (act) levels were 265s (in therapeutic range per instructions for use and heparin was administered during procedure. The device was partially recaptured once and successfully implanted. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Cine review of provided imaging was performed at abbott. In procedural imaging review the original lobe deployment appeared to be too proximal within the laa, not meeting the 2/3 past the cx criteria for close criteria. The second deployment looks to meet the cx criteria. It appeared that when the disc was deployed, the whole system was pulled going straight into a tension test. It appeared to have pulled the lobe up on the ridge side. The next deployment showed a deeper implant on the pulmonary vein ridge side of the device. In fluoro review, the device appeared deep in the laa, and then appeared to come back proximal. Final device deployment appeared to have good compression, separation, and an elliptical disc. Transthoracic imaging revealed a large circumferential pericardial effusion noted around the heart. Imaging at a later time showed a smaller pericardial effusion present which may have been post pericardiocentesis. It is possible that the reported operational difficulties may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. There were no related complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.